Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was successfully placed; however, when peeling away the outer sheath, the physician partially dislodged the lead. The physician did not want to reposition the lead since he believed it was stable. The patient will continue to be monitored. Patient was stable post-procedure.